Event description:
A medtronic representative alleged that the universal drill guide (udg), is inaccurate a few mm superficial. The rep also reported that she was verifying the probe using the universal drill guide and that she tried using different trackers. There was no patient present.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. The returned product was more than 8 years old and showed signs of mechanical wear. The tube was slightly bent. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.